Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the ins was overdischarged. The patient has not charged in several months. The patient also reported is pain relief has changed and been less since his back surgery that was performed after the stimulation implant. The patient was meeting with the manufacturer representative (rep) in may to jumpstart the ins. No further complications were reported/anticipated